Event description:
Ten puritan bennett ventilators model 840 were purchased. The (B)(4) tech arrived on (B)(4) 2010 to assemble, set up, and run maintenance checks before use. One ventilator had a power source failure. A new power source was installed by the company tech. The ventilators were then stored until opening of (B)(4) 2010. No pt involvement.